Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient sustained some injuries from a fall following an unexpected ICD shock. The patient was hospitalized as a result of the fall. There is no known modification to the device that occurred as a consequence to this event.